Event description:
It was reported that the connector of a vented paclitaxel set cracked. This issue occurred during the connection with the intravenous bottle while priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in august 2021. H10: the actual device was not available; however, retained samples were evaluated. The retained samples were visually inspected and no issue or damage was detected. The retention samples were also gravity tested and then leak tested under water and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.